Event description:
On (B)(6) 2020, this patient underwent endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprosthesis. When deploying the aortic extender component, the device was unintentionally deployed diagonally, the left renal artery was partially covered. An additional stent graft (gore® viabahn® vbx) was placed at left renal artery. The procedure was completed upon confirming there was no obstruction of blood flow on the angiography imaging. The patient tolerated the procedure.